Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to place the left ventricular (lv) lead. The lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.